Manufacturer narrative:
One decapolar, spiral loop, inquiry afocus ii diagnostic catheter was received for evaluation. Electrode 3 was missing from the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the missing electrode ring remains unknown.

Event description:
This report is to address the investigation findings of a missing electrode on the catheter tip.